Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when removing the bd safetyglide¿ shielding hypodermic needle from it's packaging, it has something fuzzy growing/stuck to the needle shaft. It was visually detected before use on the patient and re-capped to preserve whatever it is. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: a single loose 27g needle was received, reported to be from batch # 7026965 (p/n 305900). The sample was visually evaluated. The cannula was observed to have multiple white loose fibers attached outside of the cannula. The size of the white fibers was greater than level 3, which is a rejectable condition. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Moreover, possible root cause, these are class ii medical devices, and as such, a clean room environment is not required for manufacturing. The fiber in question is from the plastic molding operation that makes the components of the needles. All product is guaranteed sterile until the package is opened. As corrective actions, additional associates to assist with cleaning on a daily basis. Investigation conclusion: root cause is deemed to be a supplier manufacturing process issue.

Event description:
It was reported that when removing the bd safetyglide¿ shielding hypodermic needle from it's packaging, it has something fuzzy growing/stuck to the needle shaft. It was visually detected before use on the patient and re-capped to preserve whatever it is. No reports of serious injury or medical intervention noted.